Event description:
No additional information.

Manufacturer narrative:
Investigation results: it was reported by customer that the blood tubing fell apart/ severed at the junction of insert disk. Three photos were received from the customer for quality evaluation. One of the photos provided show a tubing separation at the lower pumping segment fitting to infusion set tubing. Further investigation of the photo indicates that there is a lack of solvent residue on the tubing. The customer complaint of separation was confirmed. Investigation forwarded to manufacturing for root cause analysis. After the investigation along with the manufacturing and quality operations team, the picture shows evidence of the separation in the tubing/lower fitment engagement, however, the photo provided does not provide enough evidence to define a potential root cause. This condition may be related to a lack of solvent in the tubing and/or a gap in the insertion of the tubing in the engagement. No actions were taken due to the root cause not being completely identified, however, the standard work instruction was updated to assign the responsibility that the bonding solvent dispensers are functioning properly to the solvent operators, after changing, cleaning and placing them into the production line. A device history record review for model 2477-0007 lot number 25085152 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following: it was reported by customer that the blood tubing fell apart/ severed at the junction of insert disk.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.